Event description:
The customer reported that during transport of a pt from mobile cath lab to ICU, the unit shutdown, the pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
There was no manufacturing or product defect. The company representative was unable to duplicate the reported problem. He checked the battery discharge log and found that the battery discharged for over 2 hours before shutting down. The unit was tested to factory specification. It functioned normally and was returned to the customer.